Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the duplicate patient accounts were showing up in the station which need to be merged. A technical support specialist informed the customer that one of the duplicate accounts in pyxis would need to be discharged, as the system only allows a single unique account number per patient. Customer acknowledged and understood the requirement. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, duplicate patient accounts were showing up in pyxis. Some of their medications were flowing to one account, while other medications were flowing to another account. However, there were no delays or adverse events or injuries reported based on this event.